Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant that right ventricular (rv) lead exhibited high thresholds, no capture and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.